Manufacturer narrative:
(B)(4). Following return and completion of analysis, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited tones and patient sought medical assistance. Interrogation illustrated fault codes within the summary reports. Replacement was recommended and later performed in absence of adverse effects. The explanted unit is intended to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted tool marks on the header and a missing seal plug. Product testing verified this device had not triggered replacement indicators while implanted; however, the clinically reported error codes were confirmed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Examination of the device's incoming memory data, revealed a memory corruption which had caused multiple error messages. The device case was then opened for a detailed analysis. Low voltage power supply measurements were all within specifications and all high voltage testing returned normal values. Exhaustive laboratory analysis was unable to determine root cause of the memory corruption which resulted in the observed fault codes while implanted.

Event description:
Boston scientific received information that this device exhibited tones and patient sought medical assistance. Interrogation illustrated fault codes within the summary report. Replacement was recommended and later performed in absence of adverse effects. The explanted unit was later returned for laboratory analysis.